Event description:
Related manufacturer report number: 2017865-2022-21340. During follow-up, noise resulting in oversensing and automatic mode switch episodes were observed on the right ventricular (rv) and right atrial (ra) leads. Provocative testing was performed and noise was occasionally reproduced. Rv and ra lead fracture is suspected. A revision procedure is anticipated to be performed. No further intervention has been performed at this time. The patient was in stable condition.